Manufacturer narrative:
Reported event: an event regarding corrosion and fretting involving a metal head was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Information received from broadspire: it was reported that the patient is asymptomatic. Update 28/july/2020 wg: it was reported that the patient's left hip was revised due to trunnionosis at the head/ neck junction and corrosion at the head/ neck and stem/ neck junctions. Patient was revised to a restoration ha stem and ceramic head. Rep confirmed that the liner and shell were not revised. No further information will be released by the hospital or surgeon.